Manufacturer narrative:
The driver's alarm history was reviewed and revealed 0f alarm codes which are produced by the non-engagement of the primary motor after approximately 5 seconds from powering up of the driver, thus confirming the customer-reported alarm during the system check. Investigational testing determined the root cause to be a malfunction of the primary motor controller printed circuit board assembly (pcba) which caused the driver to switch to secondary motor operation. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4809 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm during the system check.